Manufacturer narrative:
A4 - patient weight not provided by customer. D4: the primary UDI number in d4 is reflective of all currently available information no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the center was requesting a low flow 2.0 l/min controller due to small left ventricle (lv) size and chest cavity. An additional controller, hsc-511062, was requiring upgrade. The patient's backup controller became the primary controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6) was evaluated following the reported event of a system controller exchange occurring in the context of a low flow software upgrade. No log files were provided, and no products were returned for evaluation. It was reported that the center was requesting a low flow controller due to small left ventricle size and chest cavity. The patient's backup controller became the primary controller. No device related issues were reported in relation to the system controller exchange. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for the system controller (serial number (B)(6)) were reviewed and found no deviations from manufacturing specifications or testing. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.